Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube disconnected at the filter site. The device was used for three days. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg; 9/30/2025. Device evaluation: two used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause of separation is due to solvent coverage during manufacturing